Event description:
Intuvie received a report indicating that the infusion pump's speaker was not functioning and the speaker did not emit sound. There was no patient involvement reported.

Manufacturer narrative:
This MDR is submitted late as a result of nc-2025-028. The nc identified a delay in complaint creation related to an error that occurred during intake: intuvie received a report indicating that the infusion pump's speaker was not functioning. And the speaker did not emit sound. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed. The speaker was replaced; however, the probable cause remains undetermined. The bad speaker issue was identified and corrected during servicing performed by a third-party service provider. Reference to complaint #2025-2025-1277